Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3146, UDI: (B)(4), serial: (B)(6), batch: 7909299. Product family: scs, model: 3343, UDI: (B)(4), batch: 6401370.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced ineffective stimulation due to one lead with high impedances and a fractured extension. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Therapy was restored. It is unknown which lead or extension is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.